Event description:
Consumer was using this heating pad in bed, leaning against the pad and her pillow. She got up and left the room and when she returned the heating pad was in flames and damaged her pillow. The flame was extinguished. There were no reports of injury with this incident.

Manufacturer narrative:
The product was leaned on and folded by the consumer, which is a violation of the instructions and warnings provided. Pad was left unattended while plugged in and "on" which is a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.